Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) lead was found to have over-sensing of noise. No pacing inhibition or inappropriate therapy was reported. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.